Manufacturer narrative:
(B)(4).

Event description:
Rec'd info that during the implant procedure, the physician removed the stylet from the lead and was then unable to re-insert it back into the lead. A new lead was used. The pt at some point developed an infection and had the ins system removed. No further info was available at the time of this report.